Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 6mmx1cm lesion was 80% stenosed and was moderately calcified and tortuous in an unspecified artery. Upon the 2nd inflation at 10 atms, a leak was noted via the contrast media under fluoroscopy. The physician removed the device from the patient's body and it was noted that the balloon had a pinhole rupture. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).